Event description:
It was reported that the customer changed her set-up and put herself back on the pump. Customer realized that she had not filled the tube. Customer disconnected and filled the tube. Customer saw the drops and put it back on. Customer then received a compromised force sensor system alarm on the insulin pump. Customer cannot clear the alarm. Customer's blood glucose level was greater than 400 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that they are stuck in the rewind complete/bolus delivery loop. Customer was advised to discontinue use of the pump. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect reservoir. Insulin pump will need to be replaced. Customer received the alarm again while going through the process again. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.